Manufacturer narrative:
The investigation into the major access site bleeding issue has been completed. The device was not returned for investigation. Based on the clinical information, the cause of the access site bleeding- major most likely was use related as there weren't any hemashield platinum grafts available and opted to use hemashield gold even though they know they have much higher risk for oozing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Event description:
The user facility reported a 48-year-old female had a 5.5 pump inserted for hemodynamic support. The patient had known multiple cardiac comorbidities. The 5.5 was placed via the axillary and had a persistent access site ooze at the site. The site bleed was treated with multiple units of blood products, rbcs and fresh frozen plasma (ffp).